Manufacturer narrative:
Patient information was not made available from the site. On 03/09/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 03/29/2016 a medtronic representative performed another navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative, neuro coordinator, reported that while in an ear, nose & throat (ent) procedure approximately two weeks earlier, using ent software application, the monitor went to a black status for 10 seconds, intermittently. The navigation system was not touched when this issue occurred. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy as the surgeon was not actively navigating. There was no impact on patient outcome.